Event description:
Customer reported that the device had the service indication illuminated. Physio-control evaluated the device and observed several fault codes logged in the memory. The observed fault code combination would display the 'call service" message and the device would not be available for use. There was no report of patient use associated with event.

Manufacturer narrative:
(B) (4). Physio-control replaced the main pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed main pcb assembly at the failure analysis center and determined the root cause of malfunction to be a temperature sensitive ic chip, designator u50.